Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva tpn bag was leaking from the bottom weld of the bag. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection with naked eye did not identify any abnormalities that could have contributed to the reported condition; however, under magnification the bag was found to contain an edge puncture (grid location u8) with a curved/circular outline. This appeared to have been made by a needle cannula, based on the shape. The manual add port had been used evident by a cannula insertion mark. This indicates the puncture occurred after the filling process, as the manual add port would not be used on a sample that was obviously defective (easily detectable leak). During leak testing the leak was observed. However, the leaks were not at the weld and would have been obvious during filling. The manual fill port had been used indicating the damage occurred after filling. The reported condition of a leak was verified; however, the leak was not from the weld as initially reported but rather a cannula puncture. The cause of the leak was determined to be user error ¿ cannula puncture. Should additional relevant information become available, a supplemental report will be submitted.